Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect following a fall (details not provided). It was noted that an ultrasound and cat scan showed that 3 of the 4 electrodes had "pulled out". Additional info was requested.